Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be provided after the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator was making a continuous up and down sound from the pull magnet and it failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).